Manufacturer narrative:
A copy of the trend disk from the therapy in question was forwarded to b braun. The trend was reviewed by the renal therapies division-USA and displayed a low venous pressure alarm at the time of the incident. Other analysis illustrates changes in the venous pressure including a high venous pressure alarm, and alarm acknowledgement by the user. It is believed when correcting the high venous pressure alarm, the red connector of the blood tubing became loose, which resulted in a low venous pressure. It was advised to the customer to inspect blood tubing and dialyzer more carefully when alarms occur.

Event description:
As reported by the user facility: red male screw in connector into dialyzer leaking blood. Approximately 50 to 75 ml of blood on the floor. Operator claimed no alarm. Patient was sent to hospital to be checked out. No visible injury to patient reported. Additional information provided by the facility indicated that the patient suffered no adverse sequela associated with this incident. It is the facility's belief that the patient was sent to the hospital due to other circumstances not related to this reported incident. The trend disk was sent for evaluation.